Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported an unknown issue with a 6fr angio-seal evolution device. The patient was reported to be fine. Additional information was received on 04feb2020. The dilator was crooked, so the doctor did not use the angio-deal device, he changed it for another angio-seal. A 6fr procedural sheath was used. Hemostasis was achieved using another angio-seal device. There was no significant blood loss. A pre-deployment angiogram was done. The outcome of the procedure was successful.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. One used 6fr angio-seal evolution device was returned for product evaluation. The hemostasis sheath was returned partially mated with the arteriotomy locator along with the header bag. The carrier tube assembly was returned in a sealed poly foil pouch as well. Visual inspection revealed that the arteriotomy locator was found to be partially locked with the hemostatic sheath. Blood inlet holes were examined and found to be misaligned with the locator. The locator and sheath were then uncoupled and examined under the microscope. There was a kink identified at the blood inlet holes of the locator. No other anomalies were noted with the returned components. Functional testing was performed. The locator was inserted into the sheath. The locator was able to be clicked and locked into the sheath as intended and a clear tactile snap was audible. Blood inlet holes were properly aligned. No abnormal resistance was felt during functional testing. Dimensional testing was performed. The outer diameter of the arteriotomy locator was measured and found to be 0.090'', which was within the manufacturer specification of 0.092" +0.00/-0.02. All measurements were within the manufacturer's specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the locator was attempted to be inserted into the sheath hub valve by grasping its white hub instead of holding it by the tip. Insertion by holding at any other position than the tip of the locator may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.